Manufacturer narrative:
Of the two malfunctions, the lot number for one malfunction was provided and a lot history review was performed, the lot number for the other malfunction was not reported. Of the two malfunctions, one device was returned for evaluation and one was not. One device has been returned for evaluation; the investigation is confirmed for catheter dislodgement as it is possible that the cuff had not had proper tissue ingrowth due to the length of time that it was implanted in the patient. The other device was not returned for evaluation, the inconclusive for the alleged dislodged catheter as no objective evidence has been provided to confirm any alleged deficiency with the catheter. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model 0606560 catheter allegedly experienced dislodging or dislocation. This information was received from various sources. Both malfunctions involved patients with no reported consequences. The two patients ranged from 20-66 years of age. Of the reported patients, one was male, and one were female. One patient¿s weight was reported as (B)(6) lbs, the other patient¿s weight was not reported.